Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. The system had not been used for months. Bios battery voltage slightly low, recharges with use. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the mobile view station (mvs) was booting up it displayed a blue and black password screen. Options were on the screen to choose f1, f2 etc. To do various tasks. Rebooting the system 3 times got the mvs to boot up properly.